Event description:
It was reported that on (B)(6) 2026, 4:00 pm: the patient underwent PICC placement in the left subclavian vein under ultrasound guidance. Prior to the procedure, the patient was asked and reported no recent use of anticoagulant medications. The patient¿s arm circumference was 26 cm; 40 cm of the tubing was inserted. An x-ray showed the tubing tip located at the eighth intercostal space. After the patient returned to the ward following the x-ray, the catheter was withdrawn 2 cm. During flushing, fluid leakage was detected 40 cm from the catheter tip, indicating a damaged section of the PICC tubing. The catheter was withdrawn an additional 4 cm, the damaged section was cut off, and the remaining portion was securely secured. No further leakage was observed in the exposed tubing. Currently, 34 cm of the PICC catheter is in place, with 6 cm exposed; the dressing is clean and dry.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.